Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead experienced resistance in the introducer which made placement difficult for the physician. The lead was removed and replaced. The second lead was unable to be positioned due to the same resistance in the introducer. The second lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.